Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet insulin pump was dropped onto a tile floor while bending, resulting in a severely cracked screen with loose glass shards, though pump function and blood glucose control were reported as unaffected. Symptoms included no reported injury or glycemic symptoms. Outcomes included the need for device replacement and interruption to normal use while awaiting device exchange logistics. Investigation included complaint intake, product replacement logistics, and receipt of the returned unit. Investigation of this device revealed physical damage to the display assembly consistent with impact, with no reported alarms or operational malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated mechanical damage from accidental drop.